Event description:
Information was received that upon priming the tubing on a smiths medical level 1 normothermic IV fluid admin set, blood placed on rapid infuser. Blood tubing for transfuser crack, delaying blood administration and waiting unit of blood. Tubing expired. Label on box with expiration, box itself does not have expiration date printed. No adverse patient effects were reported.